Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) control knob has broken off the generator. Procedure were completed with the same device. Patient¿s condition is satisfactory on the med-surg floor.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. Analysis of production for OEM devices: (3331/213) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.